Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.6 had a vial of fentany broken inside. The field service engineer stated drawer 2.13 had a medication vial stuck, and drawer 2.18 had already been recovered. The customer stated they would clean up the broken vial in drawer 1.6. The stuck medication in drawer 2.13 was addressed by field service engineer, and all drawers were successfully recovered. The system functioned as intended after the field service engineer repaired the device. D15 code cause not established is noted to address the secondary drawer failure that the customer was able to recover with no further details.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had mini pockets 1.6, 2.13 and 2.18 failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.